Manufacturer narrative:
During a procedure of embolization, while was replaced the msphere 10 cere, 6mmx11.9cm coil ((B)(4)), the coil knotted. During the retraction of the device, the microcoil tattered. The surgeon decided to leave the coil inside the patient and placing a carotid stent. No patient adverse consequences have been reported. The msphere 10 cere, 6mmx11.9cm was not returned for analysis; therefore, the root cause of the event cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device for analysis and based on the available information no definitive conclusion can be made, but it appears that procedural factors possibly including device manipulation and device interaction may have contributed to the reported event. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During a procedure of embolization, while was replaced the coil, the coil knotted. During the retraction of the device, the microcoil tattered. The surgeon decided to left the coil inside the patient and placing a carotid stent. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4) please note that this information for lot number, manufacture and expiration date were accidentally not included in previous MDR reports. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a procedure of embolization, while was replaced the msphere 10 cere, 6mmx11.9cm coil (csp10060030/lot unk), the coil knotted. During the retraction of the device, the microcoil tattered. The surgeon decided to leave the coil inside the patient and placing a carotid stent. No patient adverse consequences have been reported. The msphere 10 cere, 6mmx11.9cm was not returned for analysis; therefore, the root cause of the event cannot be determined. The lot review could not be performed because the lot number was not provided or available. Without the return of the device for analysis and based on the available information no definitive conclusion can be made, but it appears that procedural factors possibly including device manipulation and device interaction may have contributed to the reported event. A review of the manufacturing documentation could not be conducted, since the lot was not provided. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.